Manufacturer narrative:
The pump was received with missing battery tube spring, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The high blood glucose test was unable to be performed due to blank display.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the spring came out of the battery compartment. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.